Manufacturer narrative:
Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022 the following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214; 3005248192-2021-00145 follow up report 1; 3005248192-2021-00146 follow up report 1; 3005248192-2021-00155 follow up report 1 ; 3005248192-2021-00190 follow up report 1; 3005248192-2021-00148 follow up report 1; 3005248192-2021-00168 follow up report 1; 3005248192-2021-00136 follow up report 1; 3005248192-2021-00161 follow up report 1; 3005248192-2021-00175 follow up report 1; 3005248192-2021-00220 follow up report 1; 3005248192-2021-00160 follow up report 1; 3005248192-2021-00116 follow up report 1; 3005248192-2021-00119 follow up report 1; 3005248192-2021-00169 follow up report 1; 3005248192-2021-00171 follow up report 1; 3005248192-2021-00172 follow up report 1; 3005248192-2021-00173 follow up report 1; 3005248192-2021-00174 follow up report 1; 3005248192-2021-00177 follow up report 1; 3005248192-2021-00183 follow up report 1; 3005248192-2021-00283; 3005248192-2021-00108 follow up report 2; 3005248192-2021-00113 follow up report 2; 3005248192-2021-00306; 3005248192-2021-00122 follow up report 1; 3005248192-2021-00157 follow up report 1; 3005248192-2021-00158 follow up report 1 ; 3005248192-2021-00200 follow up report 1 ; 3005248192-2021-00201 follow up report 1 ; 3005248192-2021-00202 follow up report 1 ; 3005248192-2021-00310; 3005248192-2021-00311; 3005248192-2021-00123 follow up report 1; 3005248192-2021-00124 follow up report 1; 3005248192-2021-00204 follow up report 1; 3005248192-2021-00185 follow up report 1; 3005248192-2021-00189 follow up report 1 ; 3005248192-2021-00232 follow up report 1; 3005248192-2021-00231 follow up report 1; 3005248192-2021-00212 follow up report 1; 3005248192-2021-00246 follow up report 1; 3005248192-2021-00244 follow up report 1; 3005248192-2021-00209 follow up report 1; 3005248192-2021-00205 follow up report 1; 3005248192-2021-00194 follow up report 1; 3005248192-2021-00112 follow up report 1; 3005248192-2021-00184 follow up report 1; 3005248192-2021-00180 follow up report 1; 3005248192-2021-00178 follow up report 1; 3005248192-2021-00225 follow up report 1; 3005248192-2021-00141 follow up report 1; 3005248192-2021-00132 follow up report 1; 3005248192-2021-00192 follow up report 2; 3005248192-2021-00176 follow up report 1; 3005248192-2021-00182 follow up report 1; 3005248192-2021-00188 follow up report 1; 3005248192-2021-00236 follow up report 1; 3005248192-2021-00187 follow up report 1; 3005248192-2021-00227 follow up report 1; 3005248192-2021-00224 follow up report 1; 3005248192-2021-00250 follow up report 1; 3005248192-2021-00252 follow up report 1; 3005248192-2021-00284 follow up report 1; 3005248192-2021-00237 follow up report 1; 3005248192-2021-00186 follow up report 1 ; 3005248192-2021-00243 follow up report 1; 3005248192-2021-00223 follow up report 1; 3005248192-2021-00215 follow up report 1; 3005248192-2021-00216 follow up report 1.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported discrepant results of false positive on the alinity m sars cov-2 assay. According to the customer, they suspected the results and decided to retested them on alinity m and m2000 platforms. Original positive results were reported to the physician. After discrepancy was seen, a corrected report was issued to the physician for affected specimens. The laboratory was unable to determine further how patient care was impacted, no updates from physician were available. Numerous cleanings and environmental samples have been taken. The lab's current protocol is to repeat any result with cycle number (cn) <20 (previous policy was to repeat cn <30). They also are adding 2 blank samples to each rack of specimens. For samples that were originally positive but repeat as negative, they are resulted as inconclusive. Subsequent false positive results have not been released due to retest protocol. There has been no report of impact to patient management. Customer observed discrepant results across 3 lots, therefore 3005248192-2021-00215 and 3005248192-2021-00216 will be submitted for this same observation on the other lot numbers mentioned.